Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and sometimes required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to correctly press the button, but since the issue persisted, they arranged for a replacement pump. The customer, whose pump was still under warranty, planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The caller was given instructions to return the faulty pump with a pre-paid label and understood how to put the pump into storage mode before its return.